Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system lost power during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the issue and found that the power supply was not working. The power supply was replaced which resolved the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system lost power during a procedure. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of (B)(4). (B)(4) requested that the power supply be returned for further investigation. The unit was received; the reported issue could be confirmed and the power supply was sent to the supplier for more detailed analysis. The supplier investigation resulted in a defective main converter and the power transistors have a short circuit. The supplier considered it as single fault. No corrective action is necessary. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. (B)(4) will continue to monitor the market for trends related to this type of issue.